Event description:
It was reported that the devices were used during a gynecological procedure. The device would not arm. Another device was used to complete the case. There was no consequence to the patient.